Manufacturer narrative:
The customer reported that the gas reading provided by this multigas unit is inaccurate. Not in patient use. Concomitant medical device: the following device(s) were being used in conjunction with the multigas unit. Bedside monitor model: bsm-6701a sn: (B)(4)

Event description:
The customer reported that the gas reading provided by this multigas unit is inaccurate. Not in patient use.